Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and based on the information provided, a cause for the reported expulsion (clip detaching from both the leaflets) cannot be determined. Embolism/embolus, foreign body in patient, unspecified tissue injury and recurrent mitral valve insufficiency/regurgitation resulting in dyspnea and heart failure/congestive heart failure were related to the clip completely detaching from both the leaflets (expulsion). The reported patient effects of embolism, dyspnea, tissue damage/injury, heart failure and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 february 2024, a mitraclip procedure was performed to treat mitral regurgitation grade 4. A xtw (lot: 30920r1062 ) was implanted, reducing mr to grade 1-2. On (B)(6) 2024, the patient presented to the emergency room symptomatic and with recurrent mr grade 4. Echocardiogram was performed and the xtw clip was observed to be completely detached from both leaflets and embolized into the left atrium. Tissue damage was observed. On 8 may 2024, a xt and xtw mitraclips were implanted, reducing mr to grade 1. The embolized clip was not snared and left in the patient since it was stable.